Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. A replacement service kit for the stand alone board was shipped to the site. After replacing the stand alone board, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. An investigation of the stand alone board was completed at the medtronic facility which confirmed the reported event was caused by a electrical issue. The stand alone board had shorted out which caused the image acquisition system (ias) to not boot completely and to display the error message "initializing please wait". This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the image acquisition system (ias) would not completely boot up and displayed an "initializing please wait" error message. The connector for the umbilical cable and the command processor would not power on, as well as the scrolling boot bars associated with the generator on the ias pendant.